Manufacturer narrative:
The unit had no frozen display and no unresponsive buttons. All of the buttons functioned properly; however, the unit had a corroded keypad. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer called in to report a frozen display and a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.